Event description:
Both dental protectors purchased in the box fell apart after a week of wearing them. I unfortunately threw away the upc-box. In any event I am very disappointed.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to the MFR, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.